Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The patient¿s blood glucose level was 104 mg/dl at the time of the incident. Troubleshooting was performed . The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive. No delivery test or verify failed battery test alarm and unexpected battery power loss anomaly due to blank display. Insulin pump received with cracked battery tube threads.